Event description:
It was reported that the device experienced a power on reset (por). The patient was receiving radiation therapy. After the por, wireless telemetry was no longer available. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.